Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "undergo an essure confirmation test? No". The patient's past medical history included birth control pill. Concurrent conditions included ovarian cyst. Concomitant products included estrogens conjugated (premarin). On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6), the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract problems"), rash ("rashes on her face & neck randomly") and fatigue ("fatigue"). In (B)(6), the patient experienced tooth disorder ("dental problems"). In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and autoimmune disorder ("autoimmune disorder type of disorder: positive a1 test"). In (B)(6), the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced acne ("acne"), dyspareunia ("dyspareunia") and alopecia ("hair loss"). The patient was treated with surgery ((B)(6) 2018 (hysterectomy with bilateral salpingo-oopherectomy)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, autoimmune disorder, bladder disorder, urinary tract disorder, migraine, headache, acne, rash, tooth disorder, dyspareunia, fatigue and alopecia outcome was unknown. The reporter considered acne, alopecia, autoimmune disorder, bladder disorder, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, tooth disorder, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, dyspareunia,¿ most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and medical record received. Reporter and patient demographics were added. Concomitant drug added. Events vaginal bleeding, menorrhagia, autoimmune disorder type of disorder: positive a1 test, bladder disorder, urinary tract problems, migraines, headaches, acne, dental problems, dyspareunia, fatigue, hair loss and undergo an essure confirmation test? No added. Incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.